Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a flow rate outside specification. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was flow rate tested and found to deliver within specifications in relation to the reported flow rate outside of specifications. No component could be identified for causality. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.